Event description:
It was reported that during unpackaging of the emboshield nav 6 embolic protection system (eps), the bare wire felt no resistance during removal from the tray yet the wire was noted to be kinked and stretched, approximately 3cm from the tip. The wire remained intact, in one piece and not unraveled. Another bare wire was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified: the distal tip core was separated 2mm distal to the step but held together by the tip coils. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported kink to the barewire tip coils was not confirmed; however, stretched tip coils were confirmed in addition to a break of the distal tip core. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation determined that the reported barewire damage was likely due to inadvertent mishandling. It is likely that inadvertent mishandling of the device during removal from the packaging or during preparation caused the damage to the barewire tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.